Event description:
Per operative note: this valve was explanted due to paravalvular leak. At explant, two "large" paravalvular leaks were observed and pledgets were placed on the ventricular side. The aorta was opened in order to improve exposure of the anterior mitral annulus. The replacement valve (sjm 37mj-501) was noted to function "well without paravalvular leak" confirmed by transesophageal echocardiogram.